Manufacturer narrative:
Ethnicity - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that angio-seal device collagen plug was not attached, the rn stated it occurred when they opened the packaging. Additional information was received on 23apr2020. The bypass tube was detached when they opened the polyfoil pouch. The procedure prior to use of the angio-seal device was a percutaneous femoral bypass creatin, angioplasty and stent. An 8fr sheath was used. A pre-deployment angiogram was performed. Insertion was not attempted. A second 8fr angio-seal device was used and deployed successfully. The patient's condition was stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 8fr angio-seal vip device was received for product evaluation. The carrier tube assembly was returned along with an aluminum foil pouch. The header bag and bypass tube were returned as well. Visual inspection revealed that the carrier tube assembly was slightly bent. The bypass tube was found completely detached from the main body of the carrier tube and the anchor was completely exposed. No deformation or damage was noted on the anchor and bypass tube. The returned poly foil pouch was examined, and it was not fully opened all the way to the end. No other visual anomalies were noted with the device. The inner diameter of the bypass tube at the distal end was measured and found to be 0.109" which was within the specification of 0.109" +0.002/-0.003; the measurement was within the manufacturer specifications. Functional testing was performed, and the bypass tube was reinstalled over the anchor manually to set to on its manufacturing position. The bypass tube was able to be fit over the anchor and carrier tube assembly. No issue was noted during insertion over the anchor. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that he carrier tube was pulled from the pouch without completely opening it; which may result in the detachment of the bypass tube. However, the exact cause of the reported event cannot be definitively determined based on the available information.